Event description:
It was reported that the procedure was to treat a sub-total occlusion lesion in the mid to distal circumflex artery with moderate calcification. The 2.0 x 12 mm rx mini trek was advanced to the lesion for pre-dilatation; however, the balloon ruptured during the first inflation at 10 atmospheres (atm). It was reported that resistance was noted with the vessel during advancement and removal. A 2.25 x 12 mm trek was used for further dilatation at 8 atm, and a 2.5 x 18 mm xience prime was implanted successfully. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek balloon catheter noted blood and contrast visible in the inflation lumen and in the loosely folded balloon, consistent with preparation and a leak while in the patient anatomy. Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. In this case, it was reported the lesion was moderately calcified, which may have contributed to the resistance. Using a new indeflator filled with water, pressurized the balloon to 8 atmospheres when fluid leaked out of the tip. The inner member was collapsed between the markers in the balloon. There was no rupture in the balloon as reported. The balloon was trimmed off of the inner member and the shaft was pressurized. There was a pinhole in the inner member located 5.6 cm proximal to the proximal marker band. Factors that may contribute to a tear in the inner member include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the guide wire. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. In this case, there was no damage or leak noted during the inspection prior to use or during preparation which suggests the inner member was not previously damaged. It is likely that the guide wire interacted with the inner member during back loading, resulting in the noted tear in the inner member. Further, as a leak was noted, this would contribute to the balloon unable to fully deflate which would contribute to the reported resistance during retraction. A search of the lot history record indicated no nonconformances for the lot and a search of the complaint database indicated no other incidents. There is no indication of a product quality deficiency.